Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. The customer reported receiving an unspecified higher sensor scan than she feels. The customer subsequently experienced symptoms of seizure and a loss of consciousness and she was unable to self-treat. The customer had contact with a healthcare professional who obtained a reading of 2.1 mmol/l and a glucogan injection was administered as treatment. The customer further reported a ¿3 points higher in comparison¿ sensor reading was obtained post-treatment and no further information was provided. There was no report of death or permanent injury associated with this event.